Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the shakiness/nervousness that led to the explant was not determined but most likely was the patient¿s anxiety. Device removal was planned on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Explant date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they went to the bathroom 5 or 6 times overnight. They stated that they felt the stimulation when going to the bathroom. Prior to the call, the patient increased amplitude from "10 or 11" to "17"  (the patient felt stimulation on "18" and decreased it so that they did not feel it). The patient's symptoms were not resolved at the time of the call. Additional informational received from patient reported that they had no improvement however said he has reached upper limit - comfort-wise. During call, patient switched programs and adjusted settings. Patient to monitor and track symptoms for 1-2 days and if doesn't notice any improvement to increase the setting slightly. Additional information was received from the patient. They reported that they wanted to increase stimulation the other day, but they couldn¿t go any higher. They wanted to increase stimulation because they were urinating quite a bit at night. On the call they increased stimulation but said that that was too high. Patient services walked them through changing programs and told the patient to try it for a couple days and monitor symptoms to see if they improve. Additional information was received from the patient. They reported that 3 weeks post-implant they started to feel shaky and that had continually gotten worse. The device was making them a nervous wreck. They were having the device removed for these reasons, it was noted explant was planned for either (B)(6) 2020.